Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and donor history complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. The root cause could not be determined. No general product failure was identified. No biased result was reported to the physician. The patient was not harmed. (B)(4).

Event description:
A customer complained after a patient sample failed to react with e(rh3) positive cell 6 of 0.% resolve panel a lot vra386 using ortho mts anti-igg grouping card lot 042121001-02. Complainant/complaint reporter: (B)(6) - laboratory technologist. Date of events: (B)(6) 2021. Reported on: (B)(6) 2021 by (B)(6) to the orthocare helpdesk. (B)(6). No further detail provided. The customer reported that no biased result was reported to the physician and the patient was not harmed as a consequence of the reported events.